Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery (rcfa) and the left common femoral artery (lcfa) using proglide devices after a prostate embolization interventional procedure using a 6f sheath. The rcfa closed well with the proglide device. Then another proglide was used for the lcfa. Reportedly, after step 4, the proglide was retracted correctly and the guidewire was reintroduced. Then it was noted that the knot was visible outside the patient and device. When attempting to remove the proglide, the system became stuck and the suture had to be cut to remove the device. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The malposition of device and the entrapment are related to the case circumstances and cannot be replicated in a lab environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Fourier transform infrared spectroscopy (ftir) analysis was performed on the foreign material. The results concluded that the substance may be a type of loctite or adhesive. The cause of the difficulties is related to a potential product quality issue due to excess adhesive in the suture bearing. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.